Event description:
Procedure type: hernia. According to the reporter: during the placement of the second cruroplasty stitch using the endo stitch device, a thick scarring was noted and the suture separated from the endo stitch needle. Multiple attempts to identify the needle by interrogating the muscle with a sharp and blunt dissection were unsuccessful. Examination of the cavity and an abdominal x-ray did not identify the needle. The surgeon decided to fore-go further attempts to locate the needle, given the size of the needle estimated to be approximately 4-5 mm in length.

Manufacturer narrative:
(B)(4).